Event description:
In 2005 the pt went to the ER after hemodialysis for hives in his mouth and was treated with steriods, zantac and prednisone. The patient also reports some difficulty with breathing when the hives occur. The patient was discharged from the ER with no further follow up related to this event. Also of note is the patient was able to complete dialysis as ordered in the same day. There is no sample available. It was learned that the patient continues to have these symptoms and has been referred to an allergist.

Manufacturer narrative:
Record review: record review did not indicate anything relative to the complaint. Conclusion: the reported complaint is not confirmed. The sample has not been submitted for evaluation. All fmc manufactured lots of dialyzers undergo stingent functional testing prior to release. Additionally, requisite testing provides assurance that eto sterilization agent residuals meet ansi/ammi standards. Finally, historical data does not support the possibility of an allergic reaction related to bacteria or pyrogenicity. Despite the above efforts, it is impossible to remove all risk of patient reaction to manufactured medical devices. The instructions for use for the complaint product warn the customer "in rare cases, hypersensitivity reactions may occur during hemodialysis treatment".